Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit was giving error code message of data acquisition (da) pcba adc failed. The customer reported there was no patient involvement.

Manufacturer narrative:
No parts returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred.